Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used posterior pak was visually inspected. The position (pos) 3 identification (ID) tab was broken off. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The probe manifold was not returned. The sample was tested using a calibrated console. The sample was recognized as posterior cassette. The sample primed and passed iop calibration successfully. However, during fluid air exchange (fa/x) function, fluid (instead of air) flowed to the infusion cannula line. Inspection of the pinch plate indicates the tab likely broke off at some point, however, we were unable to isolate when and where the breakage occurred. The investigation identified several potential factors that caused or contributed to this reported event. These include: procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited area on the identification (ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. No further action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the air-liquid exchange button was pressed but there was no air output and the perfusion head continued to output water. After testing, by only starting the post-section perfusion or air-liquid exchange perfusion head separately, both heads output the perfusion liquid. Replacing a new air-liquid exchange tube also did not solve this problem. The surgery was completed. There was no patient harm reported. Additional information requested and received that there was no patient harm.